Event description:
It was reported the pt was experiencing unwanted stimulation in her legs (the pt's pain pattern is in her back). In addition, the pt stated she has never had effective coverage of her back. Reprogramming was attempted and although coverage was provided to the buttocks, hips and lower back, the unwanted leg stimulation could not be alleviated. F/u info revealed the pt plans to meet with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.